Manufacturer narrative:
Damaged closure mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00u9r; cartridge pan in place/condition, yes/good; lockout tabs on pan condition, good and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil out of position with the closure tube. The anvil was repositioned and the instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the anvil retention tab crimp was off center, causing the anvil to become mispositioned. The crimp tooling has been improved to reduce the occurrence of this incident. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unk procedure. The device not open. There was no pt consequence.